Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia procedure, the loading unit fell into the patient¿s cavity. The surgeon looked for it and removed. There was no patient injury.